Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator model: 37602 sn: (B)(4) found the battery had not met longevity but the cause of the premature depletion was unknown. Spectroscopy was performed on the discoloration and unique signals were found but there was no reference material to match the signals. Analysis of extension model: 7482-51 sn: (B)(4) found no anomalies.

Manufacturer narrative:
Concomitant product: product ID 7482-51, serial # (B)(4), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿didn¿t last one year.¿ the physician requested the ins be checked for malfunctions. It was noted the ins had been used in continuous mode. It was also reported that a ¿purple color was shown on the device.¿ additionally, it was reported the extension was removed due to ¿breakage.¿ there was ¿no¿patient death associated with the event. Following the replacement procedure, it was reported ¿the patient looked healthier than before.¿ the patient was to follow-up with their physician to have their replacement ins checked three months after the replacement. A supplemental report will be filed if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.